Manufacturer narrative:
H.6 investigation summary: bd received 1 sample returned to bd japan for the investigation along with 2 customer photos and 4 photos for evaluation of the returned sample. Evaluation of photos indicated chipped plastic from the top of the tube. Additionally, retention samples were visually inspected with no damaged tubes observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, cracked product component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was a crack in the top of the tube, thus resulting in leakage. There was no report of impact to the patient or user.